Event description:
It was reported that approximately eight days following implantation of the implantable cardioverter defibrillator (ICD) system the patient collapsed due to a probable low blood pressure. The device interrogation showed no anomalies. Four days later is was reported that the patient felt dizzy again and collapsed, received cardiopulmonary resuscitation that was no successful and died. It was noted that the patient had episodes of ventricular fibrillation that was terminated by the device.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.